Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter: after inserting the device into the abdominal cavity, the balloon would not inflate. The procedure was completed with another device. The surgical time was not extended. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information: device received for evaluation/ device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter. Should additional information become available, the file will be updated.